Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not available for reporting unknown when condition began. Device is not expected to return for investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent original surgery for treatment of a proximal tibial fracture on (B)(6) 2016. Post-operatively, patient complained that when the weather changes,her feet would feel very cold about the implant site. On (B)(6) 2018, patient underwent hardware removal surgery and the following devices fourteen (14) were removed - one (1) proximal tibia plate, one (1) locking compression tubular plate, one (1) 8 holes locking compression plate, two (2) 4.5 mm cortex screws, four (4) 5.0 mm locking screws and five (5) 3.5 mm cortex screws .there was no reported malfunctions associated with any of the devices. All of the devices were removed easily and the patient is reported to be in stable condition. The hardware removal surgery was completed without any reported delay. This is report 1 of 6 for (B)(4).